Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the "ins in box" icon is displayed when the patient attempted to interrogate either of their two inss using the patient programmer. It was reviewed how to reactivate the implants with the clinician programmer. The rep stated she will be meeting with the patient in 5 days to resolve the issue. Additional information received from the rep stated that the patient does not use antenna locate. The patient later told the rep she had an EKG done where leads were placed over the neurostimulators. The implants were interrogated successfully with the clinician programmer and all programs were found still recorded in the devices. The error was successfully cleared and the patient was able to interrogate using her programmer. The patient later informed the rep that she was doing really well and "loved" the new programs. No symptoms were reported. Patient was dually implanted for non-malignant pain and headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.